Manufacturer narrative:
Patient's identifier and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.